Event description:
It was reported to the aci sales professional that a (B)(6) male patient with a history of aortic stenosis, right coronary artery stenting, and bilateral knee arthroscopic surgery underwent a diagnostic coronary catheterization on (B)(6) 2011. Access was obtained at the right common femoral artery (cfa) via a 6f procedural sheath. A pre-procedural femoral angiogram revealed the stick location directly in the middle of the cfa above the bifurcation. The vessel was reportedly approximately 8 mm in size. There was no presence of calcium visible under angiography. Post procedure, the physician who is in training on the mynx, with the aci sales professional present, used the device to close the access site. It was reported that prep and deployment of the mynx were per the instructions for use (IFU). There were no reports of complications during the procedure or closure however, a small hematoma formed acutely at the puncture site. The hematoma was manually expressed and the patient was discharged to home later that day with no reported clinical sequela. Reportedly, the patient presented to the emergency room (ER) on (B)(6) 2011, 10 days post procedure, with a hematoma at the right groin. The hematoma was manually pressed out and the patient was released from the ER. Two days later, the patient returned to the ER and was admitted because of worsening discomfort and new drainage (hematoma) from the puncture site. The physician suspected an infection and ordered blood tests and a swab of the discharge in order to confirm. The results were negative for infection. The patient was started on preoperative prophylactic antibiotics, vancomycin and zosyn. The patient remained afebrile and did not have an elevated white blood cell count. An ultrasound was performed which revealed a diffuse stranding in the subcutaneous tissues but no pseudoaneurysm (psa) or av fistula and no active extravasation. The same day, the patient was taken to surgery for a right groin exploration and evacuation of hematoma. During the exploration, the physician found what appeared to be hemostatic material in the subcutaneous tissue about a centimeter from the artery and extensive scarring around the access site. There appeared to be two punctures, one just adjacent to the circumflex branches and one centered on the cfa. The physician also found active bleeding at one of the sites after he removed the overlying hematoma. Both sites were repaired with figure-of-eight sutures using 6-0 prolene and the wounds were covered with dermabond. It was reported that the patient tolerated the procedure well and was transported in stable condition to the recovery room. The patient was discharged to home the following day. It was reported to the aci sales professional that the 2nd puncture site was the cause of the late developing hematoma.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1117807) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.